Event description:
The pump was returned for investigation. Investigation revealed the force sensor had contamination and was out of calibration. A battery compartment crack was noted. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Submitted: 11/19/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed several large primes recorded. On examination, a crack was noted in the battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. On testing, a rewind, load and prime sequence was performed with a resulting loss of prime shortly after the prime step. The force sensor was evaluated and found to be out of calibration. The pump was opened for investigation and contamination of the force sensor was noted.